Event description:
It was reported that a vitality closure top was found to have migrated postoperatively at s2. A revision surgery was performed to remove and replace the closure top and mating screw. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Corrected information in h3. Added information to h6: component codes, type of investigation, investigation findings, investigation conclusions. Summary. The complaint is confirmed for the returned vitality screw (pn07.02000.120) for the failure of post-op loosening of the closure top out of the tulip head. X-rays were provided for review and help confirm the post-op back-out. Device evaluation: visual inspection of tulip head/ screw 07.02000.120 reveals that inner threads are scratched. Functional inspection with closure top reveals that the top cannot smoothly screw into the tulip head. Potential cause. Root cause was unable to be determined. This event could possibly be attributed to not reducing the rod prior to final tightening of the closure top, damage to the tulip head, patient conditions or other operational factors that were not detailed by the complainant. DHR review and related actions per DHR review, the parts were likely conforming when they left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference report 3012447612-2020-00565.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a vitality closure top was found to have migrated postoperatively at s2. A revision surgery is scheduled but no further surgical or patient information was provided. Additional information was reported that during the revision surgery, that occurred on (B)(6) 2020, the s2 closure top was found to be loose. It was removed along with the s2 screw and both were replaced with alternates to complete the case. No additional patient impact were reported. This is report two of two for this event.

Manufacturer narrative:
Corrected information in b5, d1, d4: catalog number, d10, and h3. Additional information in d4: lot number and UDI, h4, and h6: method. This follow-up report is being submitted to relay additional and corrected information. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a vitality closure top was found to have migrated postoperatively at s2. A revision surgery was performed to remove and replace the closure top and mating screw. This is report two of two for this event.

Manufacturer narrative:
Brand name: top loading poly screw assemblies 5x35mm or top loading poly screw assemblies 5x40mm or top loading poly screw assemblies 5x45mm or top loading poly screw assemblies 6x45mm or top loading poly screw assemblies 6x40mm or top loading poly screw assemblies 6.5x40mm or top loading poly screw assemblies 6.5x45mm or top loading poly screw assemblies 6.5x50mm or top loading poly screw assemblies 6.5x35mm or top loading poly screw assemblies 7.5x60mm. Catalog number: 07.02000.022 or 07.02000.023 or 07.02000.024 or 07.02000.054 or 07.02000.053 or 07.02000.074 or 07.02000.075 or 07.02000.076 or 07.02000.073 or 07.02000.120. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report (B)(4).

Event description:
It was reported that a vitality closure top was found to have migrated postoperatively at s2. A revision surgery is scheduled but no further surgical or patient information was provided. This is report two of two for this event.